Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient underwent a primary breast augmentation procedure with the suspect medical devices. - the implantation date of (B)(6) 2013 was confirmed by a healthcare professional. In addition, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis deflation, infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent breast surgery with mentor smooth round moderate profile 375cc saline breast prostheses that bilaterally deflated after implantation. The patient first noticed a change in size of her breasts. She also suffered from pain, nausea, and reported that she had developed an infection. As a result, the patient underwent bilateral explantation and replacement with unspecified saline breast prostheses on (B)(6) 2018. The patient was hospitalized for 5 days. According to the information provided, the suspect medical devices implanted in the patient were expired at the time of implantation. Follow-ups are in progress to clarify the implantation date. If clarification is received, a supplemental report will be submitted. This medwatch report is for the patient¿s right breast prosthesis.